Event description:
As the physician was performing a lobectomy he was planning to staple lung tissue, he closed the stapler and it locked, he pushed the button and the blade partially advanced and froze. The tissue was not cut. The stapler would not unlock. The physician wiggled the stapler off the tissue, replaced with a new stapler to complete the procedure. No harm to patient.what was the original intended procedure?to staple and stabalize the lung tissue.device #1is this a laboratory device or laboratory test?no.